Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #49: return bag - air detected alarm occurred and there was a leak observed in the photoactivation module after 1450ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The kit return was requested; however, the customer declined to return the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n130 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n130 shows no trends. Trends were reviewed for complaint categories, photoactivation module leak and alarm #49: return bag - air detected. No trends were detected for these complaint categories. Photographs were provided by the customer for evaluation. The kit and smart card were not returned, therefore the reported alarm #49: return bag - air detected alarm could not be confirmed. The photographs showed the photoactivation plate and there appears to be scratches on the plate. A material trace of the photo plate halves used in lot n130 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The reported photoactivation module leak could not be verified based on the evaluation of the photographs. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2025.